Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per tandem user guide: when cleaning your pump, use a damp lint-free cloth. Do not use household or industrial cleaners, solvents, bleach, scouring pads, chemicals, or sharp instruments. Never submerge the pump in water or use any other liquid to clean it. Do not place the pump in the dishwasher or use hot water to clean it. If needed, use only a very mild detergent, such as a bit of liquid soap with warm water. When drying your pump, use a soft towel; never place your pump in a microwave oven or baking oven to dry it.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is not cleaning the vents on the pump. Clinical support informed customer that not cleaning the vents is off label per the tandem user guide. Customer reported blood glucose level was "high" on the continuous glucose monitor graph with moderate ketones. Elevated blood glucose was address by correction injection via manual injection. Customer changed pump supplies to address the issue.